Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy (crrt) using a prismaflex control unit and two prismaflex st150 sets, a syringe pump (code 6) was generated. Troubleshooting was unsuccessful and the extracorporeal blood reportedly clotted before treatment could be terminated with no blood return. It was reported the patient received a blood transfusion after crrt (timing of the blood transfusion was not clarified). No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition. The device was not made available and therefore, a device analysis could not be completed. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.